Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope light intensity is not adapted to the distance of the instrument and if far away it is too dark. The device was returned for evaluation. During the device evaluation, air/water tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the malfunction documented in b5, evaluation found the following: due to wear of s-cover, water tightness is lost, grip has a scratch, switch box has a scratch, aw(air/water) cylinder has no color, s-cylinder has no color, aw-cylinder has foreign objects, sw(switch) fpc(flexible printed circuit) has corrosion due to water leakage, plug unit has corrosion due to water leakage, circuit board unit in s-connector has corrosion due to water leakage, sc (scope connector) cover unit has corrosion due to water leakage, cable unit has corrosion due to water leakage, due to a chip on c-cover, insulation resistance value at distal end does not meet the standard value, due to slipping out of lg (light guide ) bundle, illumination is uneven, due to breakage of lg-bundle, illumination is poor, objective lens has a scratch, lg lens has a crack, connecting tube has a scratch, and universal cord has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.